Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a pocket infection. The entire system was explanted, with antibiotic treatment given. No further patient complications have been reported as a result of this event.